Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_ext, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that an infection was discovered on (B)(6) 2017. The next day the patient¿s lead and extension were explanted. The patient was given oral antibiotics. Guidelines for an MRI of the patient¿s head were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.